Event description:
I had an rfa done at my pain mgmt dr. When I got home, my right side of my back where the grounding pad was used was irritated with what looked like a burn, I eventually got to my own physician who has been treating me for a severe 2nd degree burn at the site of the grounding pad. I have pictures. I have asked the pain mgmt doctor for the MFR of the rfa machine they use with no available. I have what looks a big letter c burn on my back. Any help appreciated. The (B)(6).